Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. No devices or photographs were received; therefore the condition of the components is unknown. The device history records were reviewed and no deviations/ anomalies were identified. Per the zimmer implant compatibility matrix and the nexgen knee profiler reviews, no compatibility issues were noted between the femoral, articular surface, and tibial components implanted together. The device is used for treatment. A product history search identified no other complaints for the part and lot combinations of the articular surface or tibial component. The postoperative diagnosis of the (B)(6) 2013 revision stated the patient had excessive scar tissue and intra-articular fibrosis. The operative findings state that the fibrotic tissue as well as extra bone formation or calcification of the soft tissues contributed to the stiffness of the joint. All components were noted to be well fixed without any evidence of loosening but the tibial component was revised to allow for better range of motion. Per the nexgen package insert, poor range of motion is a known risk of this procedure. It appears that the reported stiffness and limited range of motion were caused by the patient condition noted in the revision operative notes.

Event description:
It is reported that the patient's knee arthroplasty was revised due to stiffness and limited range of motion.